Manufacturer narrative:
Additional information: a visual examination of the guidewire revealed that the distal tip was detached exposing the tip of the metal corewire approximately 4.7 cm. Presence of adhesive remnants were found indicating that the pebax was properly attached to the corewire. No evidence of corewire fractured. The complaint is consistent with the return that the distal tip was detached exposing the tip of the metal corewire. It is most probable that anatomical/procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context." A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a stenting procedure performed on (B)(6) 2015. According to the complainant, during the procedure, after the stent was deployed, the jagwire guidewire was removed. The physician noted that the hydrophilic tip detached inside the patient exposing the tip of the metal corewire. The physician feel that the detached tip will pass naturally. The procedure was completed with this jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a stenting procedure performed on (B)(6) 2015. According to the complainant, during the procedure, after the stent was deployed, the jagwire guidewire was removed. The physician noted that the hydrophilic tip detached inside the patient exposing the tip of the metal corewire. The physician feel that the detached tip will pass naturally. The procedure was completed with this jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. However, the complainant reported that the device was not expired. Reported event of guidewire distal tip detached exposing the tip of the metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.